Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable could not charge pump battery. The customer's blood glucose level was 102-103 mg/dl. A replacement wall adapter and usb cable was sent to the customer to resolve the issue.